Manufacturer narrative:
Investigation summary: the returned genesis ii components were examined visually, dimensionally, and functionally. The returned tibial tray grit blasted surface had no bone cement attached to it. The grit blasted surface had regions that were burnished likely due to the relative motion between the cement and tray. Surface roughness measurements on a region away from the burnishing on the tibial tray grit blast surface were performed utilizing a surface profilometer. The roughness measurements were within specification. A functional test on the tibial tray was performed by attaching bone cement at a non-burnished location. The bone cement was well bonded to the tibial tray and no signs of loosening were observed even with the application of force. The polyethylene insert has pitting on the articulating surfaces caused due to bone cement debris from the tibial tray. The polyethylene insert has post deformation on anterior edges and has burnishing on the posterior side. The oxinium femoral component has bone cement well bonded to the grit blasted surface. The articulating surface had a scratched area on the posterior medial condyle and has scratches on both the posterior condyles. Sem/edxa of the scratched region showed titanium material smeared on the surface confirming the region to be metal transfer that likely occurred due to contact with tibial baseplate either during implantation/extraction. Based on the examination of the components, no major damage to the femoral and insert components was noticed. The tibial tray grit blast surface has no bone cement attached and the surface appeared burnished which both indicate a degree of loosening of the tibial tray component. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion.

Event description:
It has been reported that a revision surgery has been performed due to pain and swelling.